Event description:
It was reported that a nurse noticed the presence of air in a smiths medical syringe once the needle was already installed. The issue occurred twice. They used another needle from the same lot number and there were no issue. No adverse patient effects were reported.